Manufacturer narrative:
A product deficiency was not reported or found. A supplemental report will be provided if any additional is obtained.

Event description:
The user reported spilling one drop of the binaxnow covid-19 reagent onto nasal swab during a proctored binaxnow covid-19 home test. The customer stated she had called poison control, emed, and intends to contact health care provider. No additional patient information, including treatment and outcome, was provided. This report is being filed as the extraction reagent coming into contact with the nostrils, regardless of user error, can cause serious injury to the nose. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Due to the ingredients of the reagent and the sensitive nature of the nose, there is moderate risk of serious injury to the nose. Therefore, the incident shall be considered reportable.